Event description:
It was reported that approximately one year post xience v stent implantation in the mid left anterior descending artery (mlad), the patient experienced chest pain and dyspnea. On (B)(6) 2010, cardiac catheterization revealed multi vessel coronary artery disease with 75% stenosis proximal to stent. On (B)(6) 2010, the patient was hospitalized and underwent revascularization for a severe lesion at the proximal edge of the lad stent. The coronary artery bypass graft was performed in the mlad index target lesion, first obtuse marginal artery, non-target vessel and in the left posterolateral descending artery, non-target vessel. The patient was discharged on (B)(6) 2010. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.